Event description:
It was reported that the right atrial lead exhibited high thresholds in the bipolar configuration. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Final analysis found a surface abrasion at 11.2 cm to 46.0 cm from the connector pin.